Event description:
The customer reported elevated troponin I (access accutni) results, for several patients, involving the access 2 immunoassay system. One patient sample obtained an elevated result of 2.33 ng/ml which was released out of the laboratory and questioned by the physician. There was no report of patient injury or change in patient treatment associated with this event. The patient's sample was re-centrifuged and reanalyzed on the same instrument and recovered a lower result of 0.02 ng/ml. The customer's biomedical engineer serviced the unit and discovered a dirty probe and an issue with the pump. A wash pump valve motion error was also noted. Details of instrument service was not supplied. This is report two of two.

Manufacturer narrative:
Service was not dispatched as the customer's biomedical engineer resolved the issue through service. All patient samples were lithium heparin plasma, collected in becton dickinson (bd) tubes and centrifuged at 3,000 rpm (rotations per minute) for five minutes, in an ambient temperature centrifuge. Specimens were sampled from the primary tubes. The customer indicated, at present, all patient samples are analyzed in duplicate. Quality control (qc) has been within specification. This medwatch report is related to MDR 2122870-2013-00064.